Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The device was returned for evaluation, and the following was found: the returned pump was plugged into a console and a controller error alarm immediately triggered. No placement signal reading prompted. The light test was performed and no light emitted from the sensor. The location of the light loss was in the catheter next to the pump. The catheter was torn down and a disconnect of the optical fiber line from the motor was observed. The cause of the optical signal issue was a damaged optical fiber line due to an insufficient delo bond of the nitinol tube to the yoke. The root cause of this issue was determined to be manufacturing process. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During use, the pump exhibited placement signal issues. The device was explanted and replaced, resolving the reported issue. No reported harm or injury to the patient.